Event description:
Healthcare professional reported for unknown side "bia - alcl". Histopathological markers cd30+ and alk- have not been received. The device has been explanted.

Manufacturer narrative:
Continued e1 (facility name): (B)(6). Continued e1 (email address): (B)(6). Date of alcl diagnosis: (B)(6) 2019. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma-alcl-suspected , no histopathological biomarkers provided.